Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4,d4, d9;g3,h2;h3; h4, h6 h6: component code: mechanical (g04) - drill product was returned and evaluated. A visual examination of the returned product identified that the device had fractured at the fluted drill tip. This reported issue was confirmed based on the returned device. Medical records were not provided. The reported event was not related to a combination of products; therefore, a compatibility review was not applicable. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that during a procedure, the drill bit broke during use. There was no impact or harm to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Report source: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.